Event description:
During an ercp procedure, the physician used a cook endoscopy fusion omni-tome sphincterotome to cannulate the papilla in the duodenum. After several attempts to cannulate, a perforation occurred near the papilla. The pt underwent surgery to repair the perforation. Nothing had to be retrieved from the pt. The pt required surgical intervention to repair the perforation. The pt was reported to be okay. There were no adverse effects on the pt reported other than the need for surgical intervention.

Manufacturer narrative:
Evaluation: we were unable to conduct a full evaluation because the affected device was not returned to cook endoscopy for evaluation. The report was unable to be confirmed. No discrepancies or anomalies were observed during a review of the device history record for this device. We were unable to conduct a sample test from this lot because the devices had been previously distributed. A review of the twelve month complaint history record for this product family was conducted. In the past twelve months, there have been no other reported events involving a perforation caused by a sphincterotome. This report represents an isolated occurrence. Based on this percentage, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. A definitive cause for the reported event was unable to be determined. The report indicated repeated cannulation attempts were unsuccessful and that a perforation occurred near the papilla. Add'l info indicated the pt had a pancreatic carcinoma. The instructions for use list potential complications associated with ercp include, but are not limited to perforation. After review of this info with clinical personnel, we can advise that attempting to cannulate after several attempts may have contributed to the report of perforation. Prior to distribution, all fusion sphincterotomes are subjected to a dimensional verification and visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. This report represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.